Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that the pt was having muscle tightness and itching since tuesday evening. On (B)(6) 2011, it was further reported that the pt seen a physician; and a catheter dye study was attempted on (B)(6) 2011. They were unable to aspire from the catheter access port (cap). The catheter was replaced (B)(6). No device was returned to the manufacturer for analysis. Following the replacement procedure, the pt was "doing well, with resolution of symptoms". The medication administered via the pump was lioresal (2000 mcg/ml). Additional information will be provided in a follow-up report as it becomes available.